Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. The instrument's grip is not damaged. Failure analysis investigation the pitch down and pitch up cables are broken at the distal clevis hub. The broken cable segments that contains the crimp are installed in the clevis. The clevis does not exhibit any damage or wear marks. The cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of broken pitch cables, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the jaws on the pk dissecting forceps instrument were not aligning. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.